Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the device can not boot up. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device can not boot up. There was no reported patient involvement.

Event description:
The customer reported that the device can not boot up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined.